Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "a160106 - defective alarm. E2321 - low blood pressure/hypotension. A0719 - unexpected shutdown. F26 - no health consequences or impact. F1004 - underdose". There was patient involvement.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: "(B)(6) - defective alarm e2321 - low blood pressure/hypotension a0719 - unexpected shutdown f26 - no health consequences or impact f1004 - underdose" there was patient involvement. It was reported that the pcu did not beep to warn "low battery" as it would normally beep when 30 minutes left in the battery. The device reportedly alarmed red for "battery disconnect" and shut off while it was running high dose vasopressors (epinephrine 0.4 mcg/kg/min; and this is only 1 of 3 vasopressors). The event resulted in "momentary drop in blood pressure to 80mmhg systolic. The customer stated that the device was investigated by their biomed. The report was not shared with bd.

Manufacturer narrative:
Correction: date of event, concomitant med prod data. Additional information: describe event or problem, medical device serial #, device manufacture date, imdrf annex b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.